Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire. They opened new handle and staple cartridge to complete the case. There was no injury caused to the patient and no medical intervention was required.